Manufacturer narrative:
Evaluation results: (B)(4) - customer report was confirmed. The graft thrombectomy catheter was received in a broken shipping tube. The clear adaptor is broken where bonded to the white tube. The shrink seal has not been opened. (B)(4).

Event description:
The following was reported: "packaging damaged. White tube broken at the connection to the transparent part."